Event description:
The doctor claims that when the graft is sutured, leaking occurs through the sutures holes. The dr believes more leakage is happening through the suture holes of hemashield woven double velour platinum vascular grafts than the hemashield gold woven double velour vascular grafts when the aorta is under pressure and is unclamped. Note: this complaint does not refer to a specific hemashield platinum graft. The physician is making a comment about all hemashield woven platinum grafts that he has used. For reporting purposes only, an incident date has been approximated. Incidents have occurred on or before 2004.